Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer reported that drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.